Manufacturer narrative:
Received 1 used silicone catheter with the drainage bag still attached. Per visual evaluation, no obvious defects were observed on the sample received. During the functional evaluation, the balloon was inflated with 10cc of tap water mixed with blue methylene and no leakage was found. The catheter balloon was deflated by itself and the 10cc of water were recovered. Then water was injected into the drainage lumen and no leakage was found. Per the dimensional evaluation, the balloon symmetry ratio was measured using a scale to review if this could have contributed to the leakage around the sides of the catheter and the result was a ratio of 60:40. The specification must not exceed a ratio of 70:30. Therefore, the balloon symmetry was found within specification. The reported event was unconfirmed as the product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities: 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water, 12 fr. (5cc balloon): use 5.5cc sterile water, 14 fr. And larger (5cc balloon): use 10cc sterile water. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking around the meatus.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking around the meatus.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking around the meatus.